Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 240 units of insulin. No reported adverse impact to the customer¿s blood glucose. Reportedly, customer reloaded cartridge successfully and resumed insulin delivery.